Manufacturer narrative:
Investigation/conclusion: it is indicated that the customer's product was not returned for investigation; therefore, retained strips of the reported lot and an in-house meter were used for the investigation. Retained strips tested on the in-house meter met accuracy criteria. The customer's complaint was not confirmed during in-house testing and no product deficiencies were observed. The system performed as expected. Manufacturing batch record review revealed no non-conformances. The lot met release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2.5 - 3.9. On (B)(6) 2016 lab inr = 1.68; inratio2 inr = 3.0. Two hours between lab and inratio test. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 386291a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined. Based on the information available, there is no indication of a product deficiency and no corrective action is required.